Event description:
A customer contacted beckman coulter inc. (Bec) reporting a disconnected tubing and blood on the drip tray inside the lh750 slidemaker. The customer was unable to reach the disconnected tubing. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and medical attention was not sought. Because the event was related only to the slidemaker, there was no impact to sample results. Thus, there was no change to patient treatment in association to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse observed that the sample tubing was cut and the front corner basket sensor cable was unplugged. The fse replaced the cut tubing at the sample line and reconnected the cable. The basket sensor cable being disconnected has no correlation to the cut tubing or leak. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause for the leak was a cut tubing at the sample line. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).